Event description:
It was reported by the physician that during crt implants where they use the attain command extended hook catheter, the command catheters do not hold their shape for very long once in the body. This was a general complaint about the catheter design and there was no patient complication reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.